Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the repeat function for the alerts was not working according to the setting. No additional patient or event information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.